Manufacturer narrative:
(B)(4)

Event description:
It was reported that through merlin.net transmission, a patient notifier for hv lead impedance greater than upper limit was observed. The patient is non-dependent. The hvli has always been a little high. The patient was called in clinic for further testing. Patient was asymptomatic. Dft test was successfully performed and hv impedance was within normal limit after the shock was delivered. The patient will continue to be monitored. The patient notifier and merlin alert for hvli will be disabled.